Manufacturer narrative:
(B)(4). Investigation summary: customer reported a leakage between the drip chamber spikes, and returned two representative samples of the same lot (20065706) as the problem set. The two samples were primed with fluid and the drip chamber tubing was manipulated with force to check for leaks. Neither set leaked or had any other observed issues. A device history record review for model 2477-0007 lot number 20065706 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the complaint cannot be verified without an observed failure. Root cause description: the root cause is unknown for the failure that occurred at the hospital. However, this failure has been observed under different complaints, and is being trended. The samples were analyzed under the microscope for issues and none were found. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked from above the as lvp bld180m 15d ss filter during use. The following information was provided by the initial reporter: "patient was receiving 1 unit prbc. Rn noticed blood on the ground and upon inspection of the blood tubing, noticed blood to be leaking from right above the filter (pre-pump). There was no blood leaking from where the blood tubing was spiked into the bag of blood. Anm was notified. Blood rate was increased to 300ml. Patient's vitals remained stable, no signs of transfusion reaction. Once the blood finished infusing into the patient, the blood tubing, bag the tubing came in, and entire IV pump were set aside and anm was notified, who will further follow up and make sure parts involved get to the appropriate place. New IV pump and channel were set up for remaining IV drips infusing into patient."